Manufacturer narrative:
The box and package insert for the reported part number was received for evaluation. The reported issue is confirmed based on the contents received. A device history record (DHR) review was performed and no non conformances were observed during the manufacture. The root cause of the reported issue could not be determined. Complaint trends will continue to be monitored. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that after unpackaging of the inner box, it was discovered that the product was missing and only contained the instructions for use (IFU). No patient involvement.